Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to medtronic for investigation. Due to the reported condition and the lot number of the reported and returned device, an investigation was not performed as it is addressed in corrective action preventative action (CAPA)# (B)(4). The CAPA was opened to address the trocar pin/needle of the delivery system not being deployed as designed, which resulted to the failure of bravo capsule attaching to the esophageal mucosa. The CAPA was deemed effective on november 22, 2012. This supplemental MDR is being filed late as part of a remediation effort under CAPA (B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.